Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comments that the unit was difficult to turn on. Analysis did find that the upper and lower cases were broken, the battery drawer was contaminated, one side bail cover and the ring cover were broken, the heart wire contacts were discolored and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator was difficult to turn on. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4).